Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of 600 mg/dl; the cause was the customer had pneumonia. Additionally, the customer is using fiasp insulin which is not labeled for use with the pump. Tandem technical support educated the customer on labeling. Bg was addressed via a correction bolus, and manual injections. The customer was instructed to consult with healthcare provider regarding bg level.